Event description:
Customer states that she had a hypoglycemic incident and attempted to test on her meter, but there was no power to the compact plus meter. Customer attempted to test at 10 p.m. And thinks her reading was 125 mg/dl. She took 10 units of levemir at that time. About 4 a.m., the customer woke up semiconscious, sweating, jittery, and confused. Customer was nonresponsive. Customer's son attempted to test her, but there was no power to the meter. Customer's son gave her 1 banana and 6 vanilla wafer cookies. Customer was able to consume them on her own, and was given juice about 1 hour later. Customer then went back to sleep. At 10 a.m., customer was again semiconscious, disoriented, cold, clammy, and sweating. Customer's son attempted to test her, but there was no power to the meter. Customer was treated with a banana, peanut butter, bread, and juice. Customer states that the meter may have been exposed to moisture. Customer is currently fine. Requested return of suspect device and replacement was sent.